Event description:
It was reported that the patient underwent a right shoulder replacement procedure. Subsequently, the patient experienced recurrent shoulder dislocations, and the glenosphere became dissociated. As a result, all implanted components, with the exception of the stem, were removed. Photographs show one of the compression screws had fractured and that the poly was worn. X-rays were also provided and showed evidence of migration due to the disassembly. The patient was last known to be in stable condition following the event. No further information is available.